Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 5 months. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a hemorrhagic stroke. The patient presented with right sided deficits and was unable to swallow or speak. The patient was hypertensive with an inr of 3.4 at the time of the incident. The patient was placed on medical management with palliative care and had a gastrostomy tube placed for feeding. The patient was discharged to an acute rehabilitation center for post-stroke care. The pump was functioning as expected at the time of the event. The patient remains ongoing on vad support.

Event description:
Additional information: it was reported that the patient stayed in acute rehab as a result of the caudate hemorrhagic cerebral vascular accident(cva). The cva resolved with minimal residual deficits, the patient returned to an independent state, and the patient was discharged home on (B)(6) 2015.